Event description:
It was reported that the patient presented in clinic for follow-up. An x-ray was performed and revealed that the patient's atrial lead was dislodged. The lead failed to be repositioned during revision due to unspecified issues with the lead helix. The lead was then explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. An x-ray was performed and revealed that the patient's atrial lead was dislodged. The lead failed to be repositioned during revision due to unspecified issues with the lead helix. The lead was then explanted and reprogrammed to deactivate the atrial channel. The patient was stable.